Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Engineering review of the device data confirmed that the device was depleting prematurely. The device has enough reserve to support a ninety day change out from today's date. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Engineering review of the device data confirmed that the device was depleting prematurely. The device has enough reserve to support a ninety day change out from today's date. The device was subsequently explanted. No additional adverse patient effects were reported.